Event description:
The pt experienced a skin flap infection with swelling at the implant sire ans was prescribed dexamethasone, prednisolone and amoxicillin. In (B)(6), the pt experienced swelling with subsequent serohematic output. The pt was prescribed with klaritromicina, clindamycin and prednisolone as anti-inflammatory. On (B)(6) 2013, a surgical scrub and skin plasty were performed. The pt now has a small wound and inflammation. The pt is responding well to antibiotic treatment and will continue with oral prednisolone. Advanced bionics is in the process of gathering more information. Once more information is received, a supplemental report will be submitted.